Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the lcd screen turned on intermittently due to defective quantum board and band imaging board. Impact was also noted on the front panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition lcd monitor had a temporary blackout. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating the event date of the reported event (b3) was feb 6, 2023. It was also noted, the event occurred prior to and following the intended procedure and the intended procedure was completed with the same device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board set could not be established at this time. Olympus will continue to monitor field performance for this device.